Event description:
Information was received that a smiths medical cadd legacy infusion pump had double beeped "no cassette".

Manufacturer narrative:
Additional information received on (B)(6) 2018 that this event occurred during testing and there was no patient involvement. Device evaluation summary: one cadd legacy plus pump was returned for analysis. Visual inspection of the pump showed that pump was in good condition with some scratches on screen. Functional testing included use testing. The pump was powered on and it was observed that downstream sensor was faulty. Based on the evidence, the complaint was confirmed. The root cause could not be identified.

Manufacturer narrative:
No patient involvement, occurred during testing. One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition with missing rear label and cratched lens. Customer's complaint of double beep no cassette was verified. The event log conatined to related evidence. Service replaced the downstream occlusion sensor, calibrated device, and reinstalled software. Use testing was performed. The problem source is the faulty downstream occlusion sensor.